Manufacturer narrative:
Results: the returned lantern was ovalized at approximately 134 .0 cm from the hub. Conclusions: evaluation of the returned pc400 revealed an embolization coil with compressed and offset coil winds. If the pc400 is forcefully manipulated against resistance, damage such as this may occur. Further evaluation revealed a detached embolization coil. The reported complaint did not mention a detached embolization coil; therefore, this damage was likely incidental to the reported complaint. Evaluation of the returned lantern revealed a distal ovalization. If the device is forcefully gripped or pinched, damage such as a distal ovalization may occur. This damage likely contributed to the reported resistance experienced when advancing the pc400 through the lantern. During functional testing, a demonstration pc400 was attempted to be advanced through the returned lantern and was unable to advance past the ovalized region on the returned lantern. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.(B)(4). H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00970.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s) and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance while advancing a pc400 in the lantern and, therefore, the pc400 was removed. The physician was able to smoothly advance a guide wire through the lantern and, therefore, the physician attempted to advance the pc400 again. However, the physician again felt resistance and the pusher assembly of the pc400 became kinked. The lantern and the pc400 were then removed, and the physician found that the tip of the lantern was ovalized. The procedure was then completed using a new lantern and new pc400s. There was no report of an adverse effect to the patient.